Event description:
It was reported that during an unknown procedure the staples would not fire after loading into the device. The surgeon is experienced with this product. Opened a new reload from the same batch which worked perfectly. There was no delay in the procedure and no adverse patient outcomes were reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.